Event description:
Customer's mother reported customer had to remove her sensor because it was cutting into her skin. She stated the stab for the transmitter is cutting into her skin. She cuts off the tab but it still irritates her. Customer's blood glucose is 178 mg/dl. The site does not show signs of infections. There are red bumps that are painful. The irritation is under the adhesive. Customer was advised of other site preps and adhesives. She was told to call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and cannot performed or reproduce the skin irritation in the lab.